Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were embedded in plaintiff s uterus") and device expulsion ("essure coils were embedded in plaintiff s uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she underwent bilateral salpingectomy for removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, embedded device and pelvic pain to be related to essure. The reporter commented: plaintiff lives in constant fear of the coils migrating further, puncturing or perforating vital organs, potentially causing life-threatening injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils were embedded in plaintiff s uterus') and device expulsion ('essure coils were embedded in plaintiff s uterus') in an adult female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty implanting the essure into the left tube". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation ("CT scan showed a likely extrusion of the essure device in the right tube"), pelvic pain ("severe pelvic"), abdominal pain ("abdominal pain/abdominal pain"), abdominal pain lower ("right lower quadrant pelvic") and fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (she underwent bilateral salpingectomy for removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, device dislocation, pelvic pain, abdominal pain, abdominal pain lower and fallopian tube spasm outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, device expulsion, embedded device, fallopian tube spasm and pelvic pain to be related to essure. The reporter commented: plaintiff lives in constant fear of the coils migrating further, puncturing or perforating vital organs, potentially causing life-threatening injuries. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: possible extrusion of essure device through right tube. Hysterosalpingogram - on (B)(6) 2012: the cornua were well seen and there was no spillage of fluid into the peritoneal cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events per pfs: CT scan showed a likely extrusion of the essure device in the right tube, able to remove the remaining coil from the uterine side of the tube, right lower quadrant pelvic, difficulty implanting the essure into the left tube, tubal spasm were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils were embedded in plaintiff s uterus') and device expulsion ('essure coils were embedded in plaintiff s uterus') in an adult female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty implanting the essure into the left tube". On (B)(6) 2012, the patient had essure inserted. In january 2018, the patient experienced pelvic pain ("severe pelvic"), abdominal pain ("abdominal pain/abdominal pain"), abdominal pain lower ("right lower quadrant pelvic") and back pain ("lower back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation ("CT scan showed a likely extrusion of the essure device in the right tube") and fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (she underwent bilateral salpingectomy for removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, device dislocation, pelvic pain, abdominal pain, abdominal pain lower, fallopian tube spasm and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, device expulsion, embedded device, fallopian tube spasm and pelvic pain to be related to essure. The reporter commented: plaintiff lives in constant fear of the coils migrating further, puncturing or perforating vital organs, potentially causing life-threatening injuries. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: possible extrusion of essure device through right tube. Hysterosalpingogram - on (B)(6) 2012: the cornua were well seen and there was no spillage of fluid into the peritoneal cavity. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received: new event lower back pain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils were embedded in plaintiff s uterus') and device expulsion ('essure coils were embedded in plaintiff s uterus') in an adult female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty implanting the essure into the left tube". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain ("severe pelvic"), abdominal pain ("abdominal pain/abdominal pain"), abdominal pain lower ("right lower quadrant pelvic") and back pain ("lower back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation ("CT scan showed a likely extrusion of the essure device in the right tube") and fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (she underwent bilateral salpingectomy for removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, device dislocation, pelvic pain, abdominal pain, abdominal pain lower, fallopian tube spasm and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, device expulsion, embedded device, fallopian tube spasm and pelvic pain to be related to essure. The reporter commented: plaintiff lives in constant fear of the coils migrating further, puncturing or perforating vital organs, potentially causing life-threatening injuries. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: possible extrusion of essure device through right tube. Hysterosalpingogram - on (B)(6) 2012: the cornua were well seen and there was no spillage of fluid into the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were embedded in plaintiff s uterus") and device expulsion ("essure coils were embedded in plaintiff s uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she underwent bilateral salpingectomy for removal of essure coils) and surgery (she underwent bilateral salpingectomy for removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, embedded device and pelvic pain to be related to essure. The reporter commented: plaintiff lives in constant fear of the coils migrating further, puncturing or perforating vital organs, potentially causing life-threatening injuries. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.